Manufacturer narrative:
(B)(6). Siemens has initiated a technical investigation of the reported event. The root cause is unknown. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to siemens that during an attempt to improve the image quality and to reduce artifacts of mr (magnetic resonance) images a user recognized that the modification of the mr image protocols can result in distorted images. The user did a mr acquisition in coronal direction and sent this data to syngo. Via rt image suite for calculation of synthetic CT images. When he loaded the synthetic CT images into any other tps (treatment planning system), they were distorted. According to experts, this can lead to a wrong treatment planning later on. No injury has been reported due to the reported event; however, critical injury due to delivery of a cancer treatment beam to the wrong location after calculating a treatment plan based on distorted images cannot be excluded completely.